Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed since the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "first ever transmitral valve in valve replacement in india" by authors vicki zeniou et al, it was learned that an 82-year-old lady with a 25mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure due to degeneration leading to severe stenosis (mean gradient 12mmhg) and mild regurgitation. The valve was implanted for approximately 11 years. An edwards transcatheter valve was implanted within the surgical valve using the right femoral venous access. The patient was discharged in a stable condition with nyha class I status on pod #5.